Manufacturer narrative:
Not applicable

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red. There was no alleged device malfunction contributing to the irritation. The patient¿s provider referred the patient to a dermatologist. Outcome of the irritation is unknown